Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.5/1.0/89, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed and replaced with a longer length lens within the same surgery due to low vault. Problem resolved. Cause of event was unknown.